Event description:
On (B)(6) 2013, patient reported the infusion set to the infusion device was uncomfortable so he removed the infusion site on (B)(6) 2013 and noticed redness and swelling. Patient stated the cannula was not bent when removed and there was no blood in the tubing. Patient reported the infusion site is swollen with a bump and some redness. Patient sought treatment on (B)(6) 2013 and was treated with cephalexin 500 mg/ 4 x day. Patient stated he doctor called it an abscess. Patient reported the infusion set was in use for 2 days; usually changes every 3-4 days. Patient stated he has changed it twice since that time and has gotten worse since the infusion set was removed on (B)(6) 2013. Patient reported the alleged infusion set is not available to return. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Manufacturer narrative:
Conclusion the complaint cannot be verified result no samples were returned for investigation however the reference samples were visually inspected and tested for needle. All test results were within specifications. The batch records for lot# 5018158 were inspected and were within specifications. The sterilization for lot# 5018158 sterile no. 3f4090-1829 was approved within specifications on 02/19/2013. The problem mentioned by the customer could not be reproduced. Device was not returned.